Event description:
The pt's mother reported that the pt received occlusion alarms during the prime step and basal delivery. She said that the cartridge plunger would not move even while pushing with force. She said that the occlusion alarms were present for about two weeks before she took the pt to the emergency room at a hospital. The pt was placed on an insulin drip at the hospital and admitted for dka with a blood glucose level of over 500 mg/dl. The pt was being moved from the emergency dept to the ICU.

Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete the results will be provided in the supplemental report. No conclusions can be made at this time. The pump emitted appropriate alarms and the owner's booklet instructs the user to be prepared to give him/herself an injection of insulin if delivery is interrupted for any reason. The lot# is the lot number of the associated cartridge. The serial # is the serial number of the pump.